Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, there was a delay in procedure when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that an image drive was full and unable to do cine. The fse reviewed the system log file and confirmed the reported issue. As part of the troubleshooting process, fse replaced the image drive (hard disk spare part) in ippc and then recreated the image storage. After replacement and data repaired, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code grid was corrected.

Event description:
It has been reported to philips that exposure was not possible due to the image disk being full. The system was in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced two hard disks which returned the device to use in good working order.